Event description:
Nt821731c - nurse was loosening clamp to adjust the height. When loosening the clamp, the clamp broke. The evd was secured on the pole with the middle section where the height of the pole can be adjusted, and was in place for 10 days prior to the event. No patient injury but the drain had to be changed.

Manufacturer narrative:
Initial report ref. To natus complaint # (B)(4). Per doc-035405 rev 10 risk analysis spreadsheet, (ras) - natus eds 3 external drainage system hazard ID 5.1 cause - breakage of pole clamp that holds all components of eds 3. Effect (harm) - delay in patient treatment. Residual risk - low. The hazards identified have been reduced as far as possible, and the benefit of use of the entire product outweighs the risks identified. No associated capas. Further investigation to be carried out. The affected part to be returned to natus for evaluation.

Manufacturer narrative:
Follow up report 001 ref. To natus complaint #(B)(4). Complaint history review/trend analysis: (24 months review and percent of sales) 30 previously confirmed "integ-broke in use" complaints within the past two years. (B)(4). Nt821731c units sold within past two years. Failure rate = (B)(4). Root cause/failure investigation: one pole clamp component was sent back with a break near the top feature that wraps around the pole. There is no visible discoloration of the material, a possible indication was that the user overtightened the clamp to the pole causing the break. The piece that was broken was not included with the returned part. No design changes have been documented on these parts. Failure mode: it appears excessive force was applied to break the component.

Event description:
Nt821731c - nurse was loosening clamp to adjust the height. When loosening the clamp, the clamp broke. The evd was secured on the pole with the middle section where the height of the pole can be adjusted and was in place for 10 days prior to the event. No patient injury but the drain had to be changed.